Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high impedance was noted on the right atrial (ra) lead in both unipolar and bipolar configurations despite physician attempting multiple implant sites. It is unknown if the ra lead was implanted or replaced. No patient complications have been reported as a result of this event.